Event description:
No known adverse event. No video image date of event is unkown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the lcb distal cover glass was cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb distal cover glass. In addition, we confirmed that the distal body worn out, the remote control button leak, and the suction channel kink. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.